Event description:
It was reported that the user experienced high blood glucose levels and that the insulin pump alarmed no delivery twice. The blood glucose reading was 19.0 mmol/l at the time of the alarm, and the most recent blood glucose reading was 28.7 mmol/l. The caller stated that she changed the infusion set the night prior, and she was trying to fill the cannula when the device alarmed no delivery. She reported that the no delivery alarm was resolved by a complete infusion set, reservoir and insulin change. No symptoms of high blood glucose were noted. During troubleshooting, the caller stated that there may have been air bubbles present. She declined to check the insertion site and insulin. The bolus history was correctly recorded, and the insulin pump passed the high pressure test. The caller was advised to change the entire infusion set, reservoir and insulin. She was advised that the supplies would be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.